Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the attempt to staple the sigmoid colon and close a common enterotomy on an open exploratory laparotomy, sigmoidectomy, the stapler did not close properly all the way enough to meet the necessary tissue gap control closure. The stapler was fired and staples deployed, but none of the staples were formed upon inspection. The stapler was reloaded and it was discovered that even with a new reload, stapler could not close within 2cm of the anvil. Another open stapler was opened and used to staple and complete procedure. There was no patient injury.